Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced descemet membrane detachment following cataract surgery. The patient's cataract was noted as "hard." Additional information was received from the customer reporting that the torsional ultrasound was weak and this resulted in prolonged phacoemulsification time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating the patient's condition is noted as "well" and has resolved.

Manufacturer narrative:
Additional, related information was requested but was not provided by the customer. Descemet¿s membrane tearing/wrinkling is often attributable to surgical procedures, and is usually confined to the incision site. Early in the postoperative period, patients can be asymptomatic, and clinical signs might be difficult to detect. When apparent, descemet¿s membrane tears and detachments may cause decreased vision and corneal edema in the first days or weeks after surgery. Known risk factors that may increase the likelihood of traumatic entry into the anterior chamber include oblique angle of entry, anterior and shelved incisions, use of a blunt knife, injection of viscoelastic or antibiotics anteriorly to descemet¿s membrane, a shallow anterior chamber, soft eye, previous surgery, and recent episode of corneal edema. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: (1) the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and (2) the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation, which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Instructing patients to avoid eye rubbing or any other type of trauma to the cornea should always be emphasized after intraocular surgery. The system was manufactured on june 4, 2009. Based on qa assessment, the product met specifications at the time of release. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. With no additional, related information provided, the customer reported events could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).